Event description:
Mediport catheter, which had been shortened to the appropriate length, was threaded through the introducer sheath into the superior vena cava. There was some kinking in the catheter. An attempt was made to straighten the kink. The catheter got transected and went into the subclavian vein. The catheter had to be removed by a radiologist. This mediport was intended to replace a malfunctioning mediport which had been implanted on 4/15/94. The first mediport was removed without difficulty.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.